Event description:
In the middle of surgery, the vessel sealer alarmed and stopped working. It was removed and replaced. "Failed self-check" appeared on robot monitor. Manufacturer response for vessel sealer endo wrist, intuitive (per site reporter): replacement/ credit.